Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The article was written by bart boesenach, huub j l van der heide and rob g h h nelissen.

Event description:
Information was received based on review of a journal article titled, ¿no improvement in long-term wear and revision rates with the second-generation biomet cup (ringloc) in young patients¿ which aimed to examine the clinical results following total hip arthroplasty in a study of 111 patients younger than 55 years that experienced possible poor performance of cementless titanium acetabular components using the hexloc system and mallory head acetabular components manufactured by biomet; and to investigate the whether results could be improved with a second-generation design, the ringloc. One hundred eleven patients were identified in the article that underwent hip arthroplasties on unknown dates. Patient follow-up results provided indicate that of patients with the hexloc system, seventeen percent experienced radiolucency in zone 1, forty-three percent experienced radiolucency in zone 2 and eight percent experienced radiolucency in zone 3. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products - unknown femoral head, unknown mallory head femoral stem, unknown mallory head acetabular cup, unknown hexloc acetabular liner, all catalog#'s: ni all lot's#: ni. It has been indicated that the product will not be returned to zimmer biomet, as its location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.